Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc power supply connections were evaluated and reseated at the fluoroscopy functions (ffb) pcb. The power supply voltage was returned to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an error and shut down without command of the operator. There is no report of a patient injury or death associated with this event.